Manufacturer narrative:
Returned was one of the two adjacent level devices. The second device was discarded by the hospital. Also returned were the two (2) spinal rods and two (2) locking screws removed from the construct. The returned devices were evaluated. Visual inspection of the returned devices found indicators consistent with use in a pedicle screw construct extension. Unexpected wear and deformation was observed on the spinal rods consistent with the reported event. Further evaluation of the device hook connector found no functional defects. A review of the device history production records for the subject devices for which production lots were identified found these products all met specifications for release. Based on the results of our evaluation, a definitive conclusion could not be drawn.

Event description:
Approximately one year and nine months post-operatively following the extension of a pedicle screw construct using the devices, a surgical procedure was performed to address slippage of the hooks on the spinal rods in the construct. The devices were removed and replaced successfully.